Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that an allergic reaction to the adhesive causing eczema had occurred while wearing the pod. It was noted that the patient was using a steroid cream provided by their healthcare provider. Information regarding the steroid cream was solicited, but was unavailable.